Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was out of town and did not have access to his implantable neurostimulator recharger (insr) and the implantable neurostimulator (ins) depleted. He was home now and was able to charge the ins but he wanted to have the device checked out by a manufacturing representative (rep). "It just didn't feel right" was the response when the patient was asked to be more specific about the issue. He would lie on his back and it would hit him with a current off and on. It probably needed to be checked out because it was not working correctly. The device was checked with the patient programmer (pp) and showed that stimulation was on. The issue started to occur in (B)(6) 2015. Further follow-up is being conducted to determine what the circumstances were that led to the issues, if the intermittent stimulation had been resolved, and if not, what steps will be taken. If additional information is received, a follow-up report will be sent.